Event description:
A malfunction was reported on the customer's insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump as the customer's current pump was part of a field correction. The customer acknowledged receiving instructions to return the malfunctioning pump to tandem, program their settings into the new pump, and connect their cgm to it. The customer was advised they would receive a new pump with updated software and was informed of the need to return the faulty pump within 10 days to avoid charges. Despite no backup insulin therapy being available immediately, the customer planned to consult a healthcare professional.